Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was not implanted due to an inability to complete the pre-implant device programming. It was stated the reason was due to an incomplete programmer connection. The device was returned; no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. The device is expected to be returned.

Event description:
It was reported that this device was not implanted due to an inability to complete the pre-implant device programming. It was stated the reason was due to an incomplete programmer connection. The device is expected to be returned; no adverse patient effects were reported.